Event description:
A bipap a 30 ventilator was returned to a third-party service center for service. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, a ventilator inoperative error code was present in the device event log in relation to (parameter settings corrupted. ¿ eeprom on pca was just replaced). This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. In conclusion, the device system board needs to be replaced to address the issue. There were no visual defects found. This device will be scrapped as per customer request. Additionally, unrelated to the reportable malfunction, during the evaluation of the device at third-party service center, an error code in relation to (software detected that rtc registers resetted or got corrupted) was recorded in the device event log.